Event description:
It was reported that three fibers broke during the procedure. The procedure was completed with another device. There were no patient complications. This complaint refers to the third fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber tip break, confirming the reported event. The complaint was confirmed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that three fibers broke during the procedure. The procedure was completed with another device. There were no patient complications. This complaint refers to the third fiber.